Event description:
It was reported during a ptca procedure that a dissection was observed in the left main after placing the viking guide catheter. It was reported that the guiding catheter had not been deeply seated. The pt was sent to surgery with a perfusion balloon in place. This MDR is being conservatively filed. The causation between the viking guiding catheter and the dissection cannot be established.